Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It has been reported 2-first scope lost signal 15 times in 10 min. Swapped for another scope and that dropped 20 times in 8 minutes, stopped and went to reusable option. No negative impact in state of health reported. Cross reference MDR:-1221826-2026-1065.